Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results: bd received (B)(4) used actual sample and (B)(4) representative samples from the customer facility for investigation in support of this complaint. Actual sample observed to have rubber sleeve recovered. (B)(4) representative samples were evaluated using sleeve function testing at (B)(6), all (B)(4) passed with no leakage. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Non-conformance noticed in customers verbatim, maximum number of tubes to be used per np cannulation is (B)(4), leakage occurred after (B)(4) in this complaint. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the testing of the actual and returned samples, nor the DHR review. A nonconformance noticed with number of tubes processed on np cannulation side, (B)(4) is recommended maximum, (B)(4) when incident in this complaint occurred.

Event description:
It was reported that the rubber sleeve didn't recover and leaked, after the (B)(4) tube change, from a bd vacutainer® flashback blood collection needle, 21gx1", with a black shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.